Event description:
A pt was in the operating room having a trochanter nail repair. While reaming the femur for nailing, the tip of the reamer became lodged in the distal femur. The surgeon decided it was better to leave it in the femur believing that removing it would cause more damage; her femur began to split. It was left in the femur. The pt is doing fine and is up walking.